Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as an infection. The actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. The revised items were not returned for examination and the lot numbers were not provided. To adequately investigate this event, the lot numbers are necessary. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. In addition to the part and lot numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to an infection.